Event description:
The lead was explanted when 4 hours post implant, it oversensed t-waves, causing the ICD to deliver inappropriate shocks. R-wave amplitudes had also decreased. Chest x-rays revealed the lead was not fractured but looked more proximal than it had been at implant. When the physician attetpted to reposition the lead, the active fix helix would not re-extend once it had been extracted. The lead was explanted.